Event description:
It was reported by svc report that the footend of the bed was stuck up and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sensor coil cord.